Manufacturer narrative:
An investigation was initiated in response to a customer complaint of an issue with their vtk2 60 blue mod colorm 220v (ref 27226, serial (B)(6)) that led to a delay of >24 hours in reporting results to the physician. The information from the customer indicated that on sunday, 12jul2020, a vitek2 would not accept a cassette with test cards, and no error messages were reported. After a few tries, the cassette was accepted, but the customer could not find the related isolates from the vitek 2 software isolate view. The customer ran other cards successfully thereafter. It was reported that there was a 1-2 day delay, but no patients were harmed or treated incorrectly. The investigation team requested instrument logs and history files and a copy of the full log folder from the customer's computer. However, only the vitek 2 software log files from the customer's computer were submitted. The instrument logs and history file was not provided. The pc communication logs indicate that on sunday, 12jul2020 three individual cassettes with seven, five and then one susceptibility test card was successfully loaded and processed on the vtk2 3078. They all normally ejected on 13jul2020. There was no evidence of any instrumentation issue. On 12jul2020 at 2:11pm, there was a log line that indicated a move boat was successfully performed, however a cassette with seven test cards successfully processed thereafter. There was no evidence of a cassette with six susceptibility test cards read by the instrument on 12jul2020. The vtk2 3078 instrument logs_and_history and the associated isolates were not provided for this investigation, therefore those aspects could not be investigated. In conclusion, the symptoms of the complaint (6 missing cards following cassette loading issue on 12jul2020) could not be substantiated, therefore a root cause could not be determined. Trend review for the associated error code showed that there is not a systemic quality issue with this alleged error.

Event description:
A customer in (B)(6) notified biomérieux of an issue with their vtk2 60 blue mod colorm 220v (ref 27226, serial (B)(4)) that led to a delay of >24 hours in reporting results to the physician. The customer reported having issues getting the instrument to accept a cassette, but the cassette was eventually accepted by the instrument. The customer was not able to find results for the related isolate in the isolate view and there were no error messages obtained. Other cards were successfully run after this issue occurred and there is no indication of delayed results for the other cards. The customer informed local customer service (lcs) that the results were delayed from the normal one (1) day to two (2) days, but no patients were harmed or treated incorrectly due to the delay. There is no indication that erroneous results were obtained. An internal biomérieux investigation has been initiated.